Event description:
On 6/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/17/24. On 6/26/24 a beta bionics customer care agent followed up with the user about the event. The user stated that their bg was high and wasn't decreasing despite being connected to the pump. The user drove themselves to the ER, where they were placed on an insulin drip and given IV fluids. The user remained in the hospital overnight until their bg normalized. The doctors confirmed the user's bg was over 500 mg/dl and was in dka. The user reported experiencing dizziness and felt like they were "going to pass out."

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed infusion set or other issue along the fluid pathway related to the supply change.